Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination throughout the unit. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it will not power on.